Manufacturer narrative:
(B)(4). Returned meter evaluated with no defect found. Returned test strips evaluated with defect found; black chemistry observed. The most likely root cause is black chemistry due to improper storage.

Event description:
Consumer reported complaint for lo blood glucose test results. The customer's expected fasting blood glucose test result range is 85-110mg/dl. The customer feels well and did not report any symptoms. Medical attention is not reported as a result of the actual blood glucose results. The product is stored in the kitchen. The test strip lot manufacturer's expiration date is 4/30/2018 and open vial date is within 120 days. The meter memory was reviewed for previous test result history ( time not set): (B)(6). Customer called complaining her meter produced a result of "lo" this morning when she checked her blood glucose levels but felt no symptoms of hypoglycemia. Customer unable to provide exact times of results from meter's memory but states she received the "lo" reading this morning at 7:00 a.m.